Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls were within acceptable ranges. The instrument files were not provided to siemens. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed preventive maintenance. No instrument malfunctions were found. The cause of the discordant, falsely elevated hcg results is unknown. Based on the information available, a pre-analytical handling issue potentially caused the event. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant falsely elevated human chorionic gonadotropin (hcg) results were obtained on three patient samples on an immulite 2000 xpi instrument. The discordant result for the first patient was reported to the physician(s) who questioned the result. The laboratory procedure is to repeat the results in the reflex zone of between 5 and 20 miu/ml. The samples were repeated on the same instrument and an alternate immulite 2000 instrument resulting lower. The result of < 5 miu/ml was reported to the physician(s) for all three patients. The sample ID# and results for patients 2 and 3 were not provided. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg results.